Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes availble, this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Visual analysis confirmed the observation of a loose header. The medical adhesive was still attached to the header and was determined to be adequate. An x ray revealed no breaks in the feed thru wires due to the header separation. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific received information that this pulse generator was explanted for normal battery depletion. During the explant procedure, the header of the device was noted to be loose. The device has been returned for analysis.